Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated that the act button has to be pressed about 20 times in order to work. Troubleshooting for keypad anomaly was performed and customer has had the device for 6 years and works in construction. Customer was advised to discontinue use of the device and revert to a backup plan. Customer's mother declined to return the device for analysis at this time. Customer called back about getting a replacement pump. Customer was advised that the replacement insulin pump will be sent out.